Event description:
While adjusting the delta-p amplitude on the 3100a, the operator reported a knocking noise which did not affect the performance of the 3100a. As a caution, the pt was removed and placed on another type of ventilator without compromise.